Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 32mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the delivery system. A visual examination of the stent showed that the struts were damaged, stretched and distorted. The remainder of the stent was undamaged. The manufacturing data for this stent was reviewed and the max stent profile was within specification. A stent protector was returned with the device. The inner diameter of this stent protector was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 32 synergy¿ drug-eluting stent was selected to treat a lesion. However, during preparation, the stent came out together with the stent protector when it was removed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 32 synergy¿ drug-eluting stent was selected to treat a lesion. However, during preparation, the stent came out together with the stent protector when it was removed. The procedure was completed with another of the same device. There were no patient complications reported.